Event description:
The customer reported the subject device was displaying an e315 error code (scope error). The reported issue occurred during reprocessing of the device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the channel tube (ch-tube) had leakage, and water invaded the device causing an abnormality in the electrical components during user handling of the device. The root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¿inspection of the endoscopic image.¿ ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury.¿ ¿if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ ¿if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ in addition, the following non-reportable malfunctions were found during the device evaluation: the leak check label was discolored, the contact pin of the electrical connector (el-connector) was worn, the suction port was worn, the switch button (sw1) was worn, channel tube (ch-tube) was leaking, the protector was damaged, reduced angulation, angle play, heavy angulation at the distal side, sw1 didn't work due to corrosion of sw1, and the plug unit was leaking causing corrosion. This supplemental report includes information added to device available for evaluation and device manufacture date. Olympus will continue to monitor field performance for this device.